Manufacturer narrative:
The reported oad was received for analysis along with the guide wire used during the procedure. The oad driveshaft was observed to be fractured at the proximal edge of the crown. The distal crown and tip bushing section was engaged over the proximal solder bond of the guide wire. Scanning electron microscopy was performed and identified fatigue striations at the site of the driveshaft fractures. As driveshaft flexing can initiate a fatigue failure, it is hypothesized that this oad driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance. The instructions for use for this oad state "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the report that the driveshaft of the oad fractured was confirmed, however the root cause could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During treatment of a 90% stenosed lesion in a tortuous segment of the circumflex artery with a diamondback coronary orbital atherectomy device (oad), the device was removed after seven treatment passes and it was observed that the driveshaft had separated at the crown. An extension catheter was inserted to assist in removing the device fragment along with the guide wire and the procedure was completed with balloon angioplasty and stent placement with no injury to the patient.